Manufacturer narrative:
A synergy ous mr 3.50 x 12 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the mid-region were lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A recommended 0.014 was loaded without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 01sep2020. It was reported that crossing and advancing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 90% stenosed, 10-12mmx3.5mm, eccentric and de novo target lesion with a <=45 and >=90 degrees bend was located in the moderately tortuous and mildly calcified mid left circumflex artery. After a 6f non-boston scientific guide catheter and a choice pt extra support guide wire crossed the lesion, pre-dilation was performed with a 2.50 x 20 emerge balloon catheter at 14 atmospheres (atm) for 15 seconds with 80% residual stenosis. A 3.50 x 12 synergy drug-eluting stent (des) was advanced, but failed to cross the lesion. The device was removed, and the lesion pre-dilated again with the same balloon catheter at 14 atm for 10 seconds. The synergy stent still could not reach the lesion, and the procedure was completed using a non-boston scientific microcatheter to deliver a 3.50 x 24 synergy des. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.